Event description:
Elderly male. Procedure: CT angioplasty chest with contrast. Contrast leaked from injector/tubing connection during the injection. Tubing secure prior to injection but unable to see site of leakage. No known injury to patient. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter), will obtain.